Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, the right ventricular lead was interrogated and exhibited noise. No intervention was performed. The patient had no symptoms and will continue to be monitored.